Manufacturer narrative:
The customers report of an air-in-line alarm was not confirmed as the event pump was not returned for investigation. The report of the tubing being disconnected from the top of the safety clamp and leaking was confirmed. Visual inspection showed a separation between the silicone segment tubing and lower fitment. There was evidence of a retainer ring indentation along the separated silicone segment tubing end. No damage was observed on the lower fitment. Functional testing was not performed due to separation. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that after starting an infusion of taxol, an air-in-line alarm prompted the clinician to open the pump module door to check the tubing. The tubing had disconnected from the top of the safety clamp and chemo spilled onto the nurse's hands. There was no patient or clinician harm.